Event description:
It was reported that the 9800 system had a collimator iris potentiometer error message. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The high voltage cable, collimator, and fluoro functions board were replaced during the service call. The system was tested found to be working as intended, and put back into service.